Manufacturer narrative:
The insulin pump was received with broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, minor scratches on the lcd window, and broken off the end cap. (B)(4).

Event description:
Customer's mother reported via phone call, the customer was sleeping and she experienced low blood glucose of 37 mg/dl and it was noted the end piece of the device was on the bed. Troubleshooting was performed on the damage and it was noted the plastic piece was broken off. Damage is also located on the batter compartment and opposite of the battery compartment wires exposed. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.